Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port bbt black inflation valve dislodged (popped out) and the balloon would not remain inflated so the tunnel could not maintain co2. A 2 way valve was used on the same device to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective subassembly. (B)(4).